Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the air tube clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the air tube. In addition, our technician confirmed that the angle wire play, the air nozzle clogged, the mechanical base plate corroded, the lg connector corroded, the serial number plate missing, the bending rubber leak, the root brace rubber (lg connector) cut, the control body dirty, the r/l lock knob improper adjustment, the up pulley wire worn out, and the right pulley wire worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water tube clogged.